Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly, basal and boluses were delivered and properly recorded in bolus history and daily total screen. No delivery anomaly noted during testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, broken reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery. The customer's blood glucose level was 178mg/dl. The customer's levels had been as high as 300mg/dl. The customer states the pump was not delivering all of the insulin. Troubleshoot was conducted and the pump alarmed for no delivery. The customer was advised the pump would be replaced due to cosmetic damage.